Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product availability to be confirm with the customer.

Event description:
The risk manager at the hospital, reported the following event : "fracture of a 3.5mm screw while screwing, while the drilling was correctly performed with the appropriate drill.